Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the force bipolar instrument had non-intuitive motion. Five minutes after procedure start, the instrument wrist stopped working. The wrist was in bent position and instrument was removed along with canula. Backup instrument of different kind was used to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate/confirm the customer reported complaint. The instrument was returned damaged with a broken main tube at the distal end. As a result, the instrument could not be tested for intuitive motion. The instrument tube was unable to be inserted into the cannula due to the damage. The instrument was found to have the main tube broken. A piece measuring proximately 0.076 x 0.115 and 0.045" x 0.078" not returned with the instrument.